Event description:
On (B)(6) 11 reports lost to follow-up. Loss of capture. Lead warning-impedance 1400 ohm consistently. Could not get lv capture in either configuration at max outputs. Programmed to rv only. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).